Manufacturer narrative:
Product analysis: it was confirmed that the atrial output connector was broken. Repair is contingent on customer consent. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) connector port was damaged. The epg was returned for service. No patient complications have been reported as a result of this event.